Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer'), uterine haemorrhage ('abnormal uterine bleeding') and serotonin syndrome ('hormonal changes:serotonin') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2011), morbid obesity, uterine leiomyoma and chronic cervicitis. On (B)(6) 2011 - essure confirmation test: type of test: other (please describe) - blue dye test. Other (please describe) everything good and in place. Concurrent conditions included general body pain, low back pain, leg pain, dysfunctional uterine bleeding, pap smear abnormal, hsil ((B)(6)), degenerative disc disease, lumbar radiculopathy, metrorrhagia, gerd, polyarthritis, neck pain, gastric bypass, cholecystectomy, knee arthritis, steroid therapy (epidural) and ulnar nerve decompression. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), ondansetron and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. In (B)(6), the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6), the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), serotonin syndrome (seriousness criterion medically significant), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction:severe allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition:chronic inflammation"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pain ("generalized chronic pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), skin burning sensation ("rashes/ rashes or skin conditions type: dry burning skin"), skin disorder ("skin conditions"), cervical dysplasia ("cin ii"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems:spots"), weight fluctuation ("weight gain / loss"), oedema peripheral ("bilateral lower extremity edema"), back pain ("low back pain/ generalize back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), anosmia ("neurological conditions or problems:loss of smell"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis- complications from essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, uterine haemorrhage, serotonin syndrome, cystitis, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, vaginal infection, migraine, headache, nausea, pain, anxiety, depression, skin burning sensation, skin disorder, ovarian cyst, cervical dysplasia, vaginal discharge, visual impairment, weight fluctuation, oedema peripheral, back pain, bladder disorder, urinary tract disorder, anosmia, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anosmia, anxiety, back pain, bladder disorder, cervical dysplasia, cervix carcinoma, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastritis, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, oedema peripheral, ovarian cyst, pain, pelvic pain, serotonin syndrome, skin burning sensation, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: current weight 195 lbs discrepancy noted in insertion dates:(B)(6) 2011, (B)(6) 2011. 3 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: left ovarian cyst wall; excisional biopsy: cystic corpus luteum. Right ureterosacral ligament; excisional biopsy: multifocal endometriosis. Uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with extensive moderate dysplasia (cin 2) extending into endocervical glands and associated with hpv-related cytopathic effect, completely excised. Erosive active chronic cervicitis reactive squamous metaplasia. Disordered proliferative endometrium with focal stromal breakdown and hemorrhage. Superficial adenomyosis. Leiomyomata uterine (largest nodule- 0.8 cm). Congested fallopian tubes. Ultrasound pelvis - on (B)(6) 2018: impression: endometrial stripe measures 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding, cervical dysplasia, dysmenorrhea, anxiety, fibromyalgia, fatigue, generalized pain, migraine, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Reporter's information was added. Pt updated for event hormonal changes to serotonin, or skin conditions type: dry burning skin,neurological conditions or problems type: loss of smell,vision/eye problems to spots,gastrointestinal or digestive, system condition type: chronic inflammation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1996, (B)(6) 2011), morbid obesity, uterine leiomyoma and chronic cervicitis. Oct2011 - essure confirmation test: type of test: other (please describe) - blue dye test other (please describe) everything good and in place. Concurrent conditions included general body pain, low back pain, leg pain, dysfunctional uterine bleeding, pap smear abnormal, hsil (2017), degenerative disc disease, lumbar radiculopathy, metrorrhagia, gerd, polyarthritis, neck pain, gastric bypass, cholecystectomy, knee arthritis, steroid therapy (epidural) and ulnar nerve decompression. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), ondansetron and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. In 2017, the patient was found to have cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer") and experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), serotonin syndrome ("hormonal changes:serotonin"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction:severe allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), chronic gastritis ("gastrointestinal or digestive system condition:chronic inflammation"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pain ("generalized chronic pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), skin burning sensation ("rashes/ rashes or skin conditions type: dry burning skin"), skin disorder ("skin conditions"), cervical dysplasia ("cin ii"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems:spots"), oedema peripheral ("bilateral lower extemity edema"), back pain ("low back pain/ generalize back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), anosmia ("neurological conditions or problems: loss of smell"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis- complications from essure removal procedure") and was found to have weight increased ("weight gain / loss/ weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, cervix carcinoma, serotonin syndrome, cystitis, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, chronic gastritis, alopecia, urinary tract infection, vaginal infection, migraine, headache, nausea, pain, anxiety, depression, skin burning sensation, skin disorder, ovarian cyst, cervical dysplasia, vaginal discharge, visual impairment, weight increased, oedema peripheral, back pain, bladder disorder, urinary tract disorder, anosmia, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anosmia, anxiety, back pain, bladder disorder, cervical dysplasia, cervix carcinoma, chronic gastritis, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, oedema peripheral, ovarian cyst, pain, pelvic pain, serotonin syndrome, skin burning sensation, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 195 lbs discrepancy noted in insertion dates: aug 2011, (B)(6) 2011 3 trailing coils on both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: 1. Left ovarian cyst wall; excisional biopsy: - cystic corpus luteum. 2. Right ureterosacral ligament; excisional biopsy: - multifocal endometriosis. 3. Uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: - cervix with extensive moderate dysplasia (cin 2) extending into endocervical glands and associated with hpv-related cytopathic effect, completely excised. - erosive active chronic cervicitis reactive squamous metaplasia. - disordered proliferative endometrium with focal stromal breakdown and hemorrhage. - superficial adenomyosis. - leiomyomata uterine (largest nodule- 0.8 cm). - congested fallopian tubes. Ultrasound pelvis - on (B)(6) 2018: impression: endometrial stripe measures 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding, cervical dysplasia, dysmenorrhea, anxiety, fibromyalgia, fatigue, generalized pain, migraine, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) ), morbid obesity, uterine leiomyoma and chronic cervicitis. (B)(6) 2011 - essure confirmation test: type of test: other (please describe) - blue dye test other (please describe) everything good and in place. Concurrent conditions included general body pain, low back pain, leg pain, dysfunctional uterine bleeding, pap smear abnormal, hsil (2017), degenerative disc disease, lumbar radiculopathy, metrorrhagia, gerd, polyarthritis, neck pain, gastric bypass, cholecystectomy, knee arthritis, steroid therapy (epidural) and ulnar nerve decompression. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), ondansetron and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. In 2017, the patient was found to have cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer") and experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), serotonin syndrome ("hormonal changes:serotonin"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction:severe allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), chronic gastritis ("gastrointestinal or digestive system condition:chronic inflammation"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pain ("generalized chronic pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), skin burning sensation ("rashes/ rashes or skin conditions type: dry burning skin"), skin disorder ("skin conditions"), cervical dysplasia ("cin ii"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems:spots"), oedema peripheral ("bilateral lower extemity edema"), back pain ("low back pain/ generalize back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), anosmia ("neurological conditions or problems:loss of smell"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis- complications from essure removal procedure") and was found to have weight increased ("weight gain / loss/ weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, cervix carcinoma, serotonin syndrome, cystitis, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, chronic gastritis, alopecia, urinary tract infection, vaginal infection, migraine, headache, nausea, pain, anxiety, depression, skin burning sensation, skin disorder, ovarian cyst, cervical dysplasia, vaginal discharge, visual impairment, weight increased, oedema peripheral, back pain, bladder disorder, urinary tract disorder, anosmia, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anosmia, anxiety, back pain, bladder disorder, cervical dysplasia, cervix carcinoma, chronic gastritis, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, oedema peripheral, ovarian cyst, pain, pelvic pain, serotonin syndrome, skin burning sensation, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 3 trailing coils on both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Pathology test - on (B)(6) 2018: final diagnosis: 1. Left ovarian cyst wall; excisional biopsy: - cystic corpus luteum. 2. Right ureterosacral ligament; excisional biopsy: - multifocal endometriosis. 3. Uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: - cervix with extensive moderate dysplasia (cin 2) extending into endocervical glands and associated with hpv-related cytopathic effect, completely excised. - erosive active chronic cervicitis reactive squamous metaplasia. - disordered proliferative endometrium with focal stromal breakdown and hemorrhage. - superficial adenomyosis. - leiomyomata uterine (largest nodule- 0.8 cm). - congested fallopian tubes.. Ultrasound pelvis - on (B)(6) 2018: impression: endometrial stripe measures 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding, cervical dysplasia, dysmenorrhea, anxiety, fibromyalgia, fatigue, generalized pain, migraine, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Updated event weight gain / loss/ weight gain (previously reported as weight fluctuation). Previously reported events - genital hemorrhage, uterine carcinoma, serotonin syndrome and uterine haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2011), obesity, uterine leiomyoma and chronic cervicitis. On (B)(6) 2011 - essure confirmation test: type of test: other (please describe) - blue dye test. Other (please describe) everything good and in place. Concurrent conditions included general body pain, low back pain, leg pain, dysfunctional uterine bleeding, pap smear abnormal, hsil (2017), degenerative disc disease, lumbar radiculopathy, metrorrhagia, gerd, polyarthritis, neck pain, gastric bypass, cholecystectomy, knee arthritis and steroid therapy (epidural). Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), ondansetron and pregabalin (lyrica). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pain ("generalized chronic pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), rash ("rashes"), skin disorder ("skin conditions"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), cervical dysplasia ("cin ii"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), oedema peripheral ("bilateral lower extremity edema"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis- complications from essure removal procedure") and was found to have cervix carcinoma (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, uterine haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, pain, anxiety, depression, rash, skin disorder, ovarian cyst, cervical dysplasia, vaginal discharge, eye disorder, weight fluctuation, oedema peripheral, back pain, bladder disorder, urinary tract disorder, nervous system disorder, allergy to metals and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, cervical dysplasia, cervix carcinoma, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, oedema peripheral, ovarian cyst, pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: left ovarian cyst wall; excisional biopsy: cystic corpus luteum. Right uterosacral ligament; excisional biopsy: multifocal endometriosis. Uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with extensive moderate dysplasia (cin 2) extending into endocervical glands and associated with hpv-related cytopathic effect, completely excised. Erosive active chronic cervicitis reactive squamous metaplasia. Disordered proliferative endometrium with focal stromal breakdown and hemorrhage. Superficial adenomyosis. Leiomyomata uterine (largest nodule- 0.8 cm). Congested fallopian tubes. Ultrasound pelvis - on (B)(6) 2018: impression: endometrial stripe measures 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, vaginal bleeding, cervical dysplasia, dysmenorrhea, anxiety, fibromyalgia, fatigue, generalized pain, migraine, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs & mr received: reporter¿s information, patient demography, medical history, lab data, concomitant drugs were added. Event injury nos was replaced by pelvic pain. New events - abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes, infection (bladder/ urinary tract/vaginal), migraines / headaches, nausea, neurological conditions or problems, nickel allergy, generalized pain, psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions, reproductive system disorder or condition type of disorder or condition: ovarian cyst, tumor / teratoma /cancer type: cervical cancer (cin2), vaginal discharge, vision/eye problems, weight gain / loss, other injury(ies) or complication please describe: fibromyalgia, bilateral lower extremity edema, endometriosis were added. Severity of event generalized pain was updated as severe. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.